Event description:
It was reported that during qa testing of the 6800 sys the image qual was not as good as expected. There was no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. Adjusted the ccd camera focus. The sys was tested and found to be working as intended and placed back into svc.